Event description:
It was reported that the spd would not process 4 of the t- handles due to them being cracked. The instrument had nothing to do with this specific patient.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the product was returned to depuy synthes for evaluation. Visual inspection of the returned device found that the excel t-handle is broken in two pieces at the mid shaft intersection on the white handle. Broken fragments were returned for evaluation. Previous investigations found based on the data acquired during failure analysis, the t-handles are cracking and breaking due to environmental stress cracking. This is due to a combination of normal loading/usage of the instrument and high cycle cleaning/decontamination over the life of the device. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. A dimensional inspection and functional testing were not performed as it is not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the excel t-handle would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.